Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8709 lot# serial# (B)(4) implanted: 2006 (B)(6) explanted: product type catheter a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal sufentanil, bupivacaine, and prialt. It was reported that the patient had an infection around the pump that started about 10 days after implant (pump implanted on 2016 (B)(6)). The event date was noted to be (B)(6) 2012. The patient was ¿opened up¿, and they found it was upside down and backwards. The area of infection was the pocket. There were no (additional) reported symptoms. The infection was associated with implant. The patient was placed on intravenous (IV) antibiotics. The patient had IV antibiotics for about 2 months and thought the catheter was removed as well as the pump. The total system was explanted.

Manufacturer narrative:
There was no complaint associated with the catheter. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. Circumstances leading to the upside down pump included the battery in the old pump dying and the patient requiring surgery for a new pump. With regards to the upside down pump, it was clarified that it was put in wrong (upside down) at the time of surgery. Therapy was still the same. The patient spent two months with intravenous antibiotics two hours every day after the pump was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.